Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2004; 4698 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the device had a short longevity and experienced early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.